Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. In addition, the investigation noted that due to a shortcut of the circuit board unit, error e216 (scope malfunction) occurred. Based on the results of the investigation, the root cause of the reported event could not be identified/determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Event description:
It was observed that during the evaluation, the bronchovideoscope exhibited e216 communication error and a b30 error. The reported issue occurred during preparation for use and before the patient was in the room. There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.